Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at the implant site. Revision surgery to excise the excess skin under general anesthesia was performed on (B)(6) 2017.